Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The procedure was prolonged. Status messages were observed before the lead replacements; one for out of range lead measurements, and one for battery estimate of 9 months remaining due to high outputs. Sales representative stated battery status changed to 9 yrs remaining after programming lower outputs. Sales representative stated outputs were high for nearly a month after left ventricular (lv) lead implant. Positioned new ra and right ventricular (rv) leads. Programmed left ventricular (lv) lead off, and minimized outputs in lv, rv only. It is planned to monitor the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The procedure was prolonged. Status messages were observed before the lead replacements; one for out of range lead measurements, and one for battery estimate of 9 months remaining due to high outputs. Sales representative stated battery status changed to 9 yrs remaining after programming lower outputs. Sales representative stated outputs were high for nearly a month after left ventricular (lv) lead implant. Positioned new ra and right ventricular (rv) leads. Programmed left ventricular (lv) lead off, and minimized outputs in lv, rv only. It is planned to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product analysis was completed. The high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and an inspection that showed no conductor fractures. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The complete lead was returned intact, not severed. A pressure test passed, indicating the lumen/outer insulation is intact.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds caused by a left ventricular assist device (lvad) placement. The procedure was prolonged. Status messages were observed before the lead replacements; one for out of range lead measurements, and one for battery estimate of 9 months remaining due to high outputs. Sales representative stated battery status changed to 9 yrs remaining after programming lower outputs. Sales representative stated outputs were high for nearly a month after left ventricular (lv) lead implant. Positioned new ra and right ventricular (rv) leads. Programmed left ventricular (lv) lead off, and minimized outputs in lv, rv only. It is planned to monitor the patient. No additional adverse patient effects were reported. Product analysis was completed. The high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and an inspection that showed no conductor fractures. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The complete lead was returned intact, not severed. A pressure test passed, indicating the lumen/outer insulation is intact.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product analysis was completed. The high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and an inspection that showed no conductor fractures. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The complete lead was returned intact, not severed. A pressure test passed, indicating the lumen/outer insulation is intact.